Event description:
It was reported that during the implant procedure, the physician noted prior to insertion of the right ventricular [rv] lead that the helix was partially extended and pointed in an "abnormal fashion." A different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.